Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a diagnostic hysteroscopy and polypectomy procedure on (B)(6) 2025 a myosure scope and myosure reach device were used. An ultrasound tech was present in the room assisting the surgeon with the location of the scope in the uterus. During the procedure a perforation occurred, and the fluid deficit showed a large increase. The device was removed, and the scope was used to confirm the perforation. The hysteroscopy was ended, and a laparoscopy was performed to repair the perforation. The surgeon noted a small area on the bowel with damage, stopped the bleeding, and applied surgiflo gel to the bowel area and uterus where the perforation occurred. The bleeding resolved and the patient was admitted to the hospital to be observed overnight. The patient was stable throughout the procedure.